Event description:
As reported: "customer contacted me regarding a screwdriver they said was broken."

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the received screwdriver shows signs of repetitive usage as evidenced by worn out and discolored surface. The screwdriver sleeve was not returned. The movable blade of the screwdriver is broken and not returned for evaluation. The breakage surface of the movable blade shows the typical structure of a brittle failure (smooth surface, no plastic deformation), most probably due to excess bending in combination with torsional force applied during use. To prevent the bending, the device is laser-marked with the printing ¿do not lever¿ on the screwdriver sleeve. Relevant dimensions were measured and found within specification. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to a user-related issue. The breakage shows signs of excess bending in combination with torsional force applied during use due to which it broke. It can be added that since the device was manufactured approximately 13 years ago, normal wear and tear may also have contributed to the event. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "customer contacted me regarding a screwdriver they said was broken."